Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f23 captures the reportable event of additional intervention performed to attempt to remove the stent.

Event description:
It was reported to boston scientific corporation on june 21, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a cyst during a procedure performed on (B)(6) 2023. On (B)(6) 2023, when the stent was to be removed, it was noted that the stent migrated, and the cyst was slightly embedded in the flange of the stent. The stent was attempted to be removed using grasping forceps and a snare; however, the space in the cyst was too narrow and the stent was unable to be removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f23 captures the reportable event of additional intervention performed to attempt to remove the stent.

Event description:
It was reported to boston scientific corporation on june 21, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat a cyst during a procedure performed on (B)(6) 2023. On june 10, 2023, when the stent was to be removed, it was noted that the stent migrated, and the cyst was slightly embedded in the flange of the stent. The stent was attempted to be removed using grasping forceps and a snare; however, the space in the cyst was too narrow and the stent was unable to be removed. There were no patient complications as a result of this event.